Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was the reservoir used on the patient? It could not be connected, then use was stopped. The following information was requested, but unavailable: if so, was leakage reported? No further information is available. Did the reservoir function properly upon first activation? No further information is available. If yes, how long after the first activation happened did the issue occurred? Was another reservoir used to correct the situation? No further information is available. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The complaint sample was received for evaluation. When sample pack was opened, suction port was found broken. It looks that the sample was notched from the non reflux valve area. In manufacturing process, this defect can be identified during non reflux valve assembly, silicon oiling and finally 100% functional test. After final packaging, 100% inspection is being carried out by qc. This defect can not be generated during manufacturing process and can be identified during 100% inspection and this defect is easily detected. Retain sample of the same lot were checked visually and found within the specified criteria. There was no evidence of port broken.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. During surgery, the connection part of the suction port was broken. When connecting the reservoir and the drain, the connection part of the reservoir was broken, so it could not be connected, then use was stopped. There were no adverse consequences to the patient.